Manufacturer narrative:
Based on the results of the investigation, the type of foreign matter could not be identified, neither could the root cause of why it remained in the device. However, it is presumed from provided information that the foreign material remained in the nozzle due to the device being returned to olympus without reprocessing at the user facility. The event can be detected/prevented by following the instructions for use which states: IFU states the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, a foreign matter was found clogging the nozzle of the gastrointestinal videoscope. There was no patient involved.